Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose with a current value of 180 mg/dl after three infusion sets fell off due to tape not adhering properly. The event involved product(s) mmt-332a, mmt-1884, mmt-399a and mmt-7040a. Troubleshooting was performed for hyperglycemia the high blood glucose lasted for more than four hours and was treated by replacing the infusion set and delivering a bolus. Troubleshooting was performed and customer has type 1 diabetes and was using the insulin pump system within 48 hours of the event, with the auto mode/smartguard feature active at the time. The customer did not know the cause of the product not adhering and declined troubleshooting to review site preparation or taping techniques. No prescription medications other than insulin were reported. No further patient complications were reported. Mmt-332a, mmt-1884, mmt-399a and mmt-7040a were not expected to return.frn-mmt-332a-rsvr, unomed inf set